Event description:
It was reported to philips that the device would not boot up. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. A philips authorized service personnel (asp) be dispatched to the customer site to provide additional assistance. The asp found that the power supply panel was loose on the device. The connection was restored and the device returned to functionality. No replacement parts were required and the device remains at the customer site.

Manufacturer narrative:
G5:510(k)#: k102985. B4:31aug2021. H11:b5: resolution. The philips authorized service personnel (asp) reconnected/realigned the circuit board to address the reported problem.